Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Mechanical inspection revealed the helix electrode consistently extended and retracted within five turns. Helix, fully extended, measured .073 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported procedure was completed with a competitor representative and during the implant procedure, the helix did not deploy. Additionally, it was reported there was no capture although sensing was acheived. The device was explanated and replaced without incident. No patient complications have been reported as a result of this event. It was noted device deployment was tested post-withdrawal, and the helix deployed with ease.